Event description:
It was reported that a patient performing a full supply change experienced difficulty with teflon inset infusion sets, stating the infusion sets would not lock into place and deploying multiple sets before successful use after guided troubleshooting and education; no alerts or alarms occurred. Symptoms included no reported adverse clinical effects. Outcomes included shipment of replacement infusion sets and successful completion of the supply change after instruction. Investigation included customer interview, review of use steps, and troubleshooting with education. Investigation of this case revealed user difficulty with infusion set connection and deployment, with no device malfunction identified and proper function confirmed after coaching. It was concluded, based on previously established findings for similar reports, that the cause was user error related to application technique.